Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had no image. There were no reports of patient involvement or harm.

Manufacturer narrative:
Updated fields: b3, d4, d8, e1, h3, h6 and h11. This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed. Based on the results of the investigation, watertightness was not secured, due to a pinhole on the universal cord. It is likely, that water or moisture may have intruded into the endoscope. And the moisture caused, the image sensor unit to be broken. However, a definitive root cause could not be established. The event can be detected/prevented, by following the instructions for use which state: labeling: the subject events can be detected, by implementing in accordance with the below IFU. Instructions for ltf-s190-5, operation manual chapter 3;, ¿preparation and inspection¿. Section 3.8;, ¿inspection of the endoscopic system¿, ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.